Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely elevated architect potassium results of 8.0 mmol/l were generated for two patients. Repeat values were 8.0 mmol/l. No abnormalities were noted with the samples. New samples were drawn from both patients and the results were 4.0 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. A lot search for similar tickets was not performed as the ict diluent lot in use was unknown. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.